Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. An inflation/deflation test was performed and it was observed the cuff held the air, the sample was left inflated 24 hours after this time no deflation nor leaks were observed, additionally the sample was submerged into a container filled with water and no leaks were observed. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had failed completely and would not hold any inflation. The customer indicated that the patient had to be re-cannulated.